Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the bays three and four on the universal battery charger device malfunctioned and would not charge the battery devices. According to the report, the red warning indicator lights came on shortly after the battery devices were plugged in. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the red warning indicator came on shortly after the battery devices were plugged in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a mechanical or electric component failure from wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.